Event description:
Philips received a complaint from the mechanical engineer (me) on the v60 ventilator indicating while performing preventative maintenance (pm), it was observed that there was misalignment in the touch position. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The authorized service provider (asp) assessed the device and validated the reported issue, identifying misalignment in the touch position. Since it was not resolved by calibrating the touchscreen, the touchscreen was replaced. Following this, the device successfully passed the performance verification tests in accordance with philips standards and was reinstated into service.